Event description:
The pt had a swan-ganz catheter placed during cardiac surgery to monitor pulmonary artery pressure. Several hours post surgery, in the surgical intensive care unit, the pt experienced bleeding through the endotracheal tube. The bleeding stopped and the perforation was believed to be self-contained. Approx one hour later the swan-ganz was pulled back and removed/discontinued and a second swan-ganz was inserted. Approx two hours later a bronchoscopy to assess hemorrhage from the endotracheal tube was started. The pt experienced arrhythmia, and cardiac arrest. The pt was taken emergently to the operating room. A large hemothorax was observed. The pt subsequently died.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.